Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door 4 was jammed and did not open due to a medicine bottle that had fallen behind a bin, putting pressure on the door. The field service engineer pressed recover and pulled on the door to clear the obstruction and resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, there was a door malfunction. The customer indicated that there was a delay in medication administration due to med jam from user. The customer reported that the door contained patient specific medications (creams, cart fill, inhalers) and pharmacy had to delivery extras to unit. There were no adverse events or injuries reported based on this incident.